Event description:
Reporting status: serious injury. Reporting rationale: guide wire tip separation has caused or contributed to pt injury previously. Device issue: guide wire tip separation. It was reported that the procedure was to treat a restenosed des stent (unk type) implanted in a previous procedure. After predilatation, an attempt was made to cross a 2.75x15mm xience v stent, which failed to cross. Two add'l attempts were made to place the same xience v stent after several dilatations were made, which also failed. Several different types of dilatation balloons were used, again, prior to attempts to place other co's stents (2 total), which also failed to cross. Sometime during these attempts the coil of the bmw guidewire separated in the coronary vessel. An attempt was made to recover the separated piece of guide wire (unk method); however, this was unsuccessful and part of the guide wire remains in the coronary vessel. No add'l even or pt info is available.

Manufacturer narrative:
.